Event description:
During the surgical procedure, a tiny piece of plastic had broken off the tip of the harmonic shears insert on the davinci instrument. The tiny piece of plastic was found and removed by endoscopic grasper from inside the pt. The instrument was removed from the sterile field, put aside, and tagged for further possible investigation of the instrument.